Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reuf0197 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2015 - when pt was checking on the PICC line, she said she found it to have come out of her chest. She retraced her steps and found the PICC. She went to the facility and they confirmed the PICC was intact and no fragments had sheared off in her chest. On (B)(6) 2015 - per (B)(6): the pt states that 1/2 hour ago the catheter fell out of her chest. She states that there catheter end is intact, the cuff is on the catheter and the groshong tip is rounded off and appears intact.